Manufacturer narrative:
A lot history review was performed on all manufacturing records. All release criteria and specifications were met for the finished good and all subassembly and incoming components. Ball burst and suture retention (course and wale) testing was performed on the incoming mesh. Sterilization records were reviewed and no deviations were noted. Clinical evaluation: microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Other risks for infection include a compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. The instructions for use states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs.

Event description:
Received report of redness at right inguinal hernia site post op four weeks. Wound infection present that was not cultured, symptomatic 2 days.

Manufacturer narrative:
(B)(4). A follow up report will submitted upon completion of the investigation into this event.